Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneous high platelet (plt) result generated by the coulter act 5diff al analyzer on first aspiration of a tube. The high plt result was reported out of the lab. 3. Reruns recovered lower plt results, which the customer considered correct. There was no effect to the patient or user.

Manufacturer narrative:
No manual scans were performed. Service information for this event was not provided. A clear root cause has not been determined for this event.